Event description:
It was reported that the patient's device showed high impedance on device diagnostics. There has been no reported trauma specifically to the vns device, but it was stated that the patient gave birth on (B)(6), before which the device was disabled and after which the device was turned back on. It was reported that device diagnostics were normal at follow up on (B)(6) 2015. X-rays were received for the patient. The connector pin of the lead could not be confirmed to be fully inserted inside the connector block, as the pin was not seen to be passing completely through. The feedthru wires appeared intact. There were no apparent sharp angles or gross fractures of the lead that could be seen in the images provided. Based on the x-rays received, the cause for the reported high impedance cannot be determined. No known surgical intervention has occurred to date.

Event description:
The explanted generator was received by the manufacturer for analysis. Review of the ram/flash data downloaded from the generator shows an indication of increased impedance (from 3415 ohms to 5034 ohms) on (B)(6) 2014. However, various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. No obstructions were observed in the header lead cavity or the connector blocks. In addition, the in-line cavity go gauge test passed and a bench lead fully inserted into the generator header (past the negative connector block). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
Additional information was received that the patient underwent a lead pin re-insertion surgery on (B)(6) 2015. This resolved the high impedance. However, it was decided to replace the generator prophylactically at that time. Lead impedance was within normal limits (3161 ohms) after the generator replacement as well. The explanted generator has not been received by the manufacturer for analysis to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution and the review of x-rays by the manufacturer revealed no gross lead discontinuities that were visualized.